Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm. Vessel morphology is unknonw. The patient has a history of chronic obstructive pulmonary disease and previous dual-chamber pacemaker implantation. It was reported that the bifurcated device was pulled down during the procedure; therefore, a 26 mm diameter x 3.75 cm length aortic cuff was implanted to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the patient is reported to be fine.